Event description:
Procedure performed: colostomy reversal. Event description: the epix grasper broke before the case started. The model was c4140. Additional information provided by account manager via email on 24jul2025: device tip broke off inside the protective casing during the set up for the case. It was replaced with another unit prior to the case beginning. The surgeon was never aware of the issue. Lot # 1546467. Tech who handled the device and experienced the issue was [name]. Surgeon was dr [name]. Surgery was a colostomy reversal. Intervention: replaced with another device. Patient status: na

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: colostomy reversal event description: the epix grasper broke before the case started. The model was c4140. Additional information provided by account manager via email on 24jul2025: device tip broke off inside the protective casing during the set up for the case. It was replaced with another unit prior to the case beginning. The surgeon was never aware of the issue. Lot # 1546467. Tech who handled the device and experienced the issue was [name]. Surgeon was dr [name]. Surgery was a colostomy reversal. Intervention: replaced with another device patient status: na.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of the shaft being fractured. Based on the condition of the returned unit, it is possible that the reported event may have been caused by mishandling at the customer's facility. However, the exact root cause of the fractured shaft could not be determined. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified. This event was initially reported based on the description of the event. However, based on the evaluation of the returned unit, applied medical determined that this event is not reportable as it is unlikely to cause or contribute to death or serious injury.